Manufacturer narrative:
Fowler.

Event description:
It was reported by the customer that while transporting a patient it was noticed there was fluid leaking from the head end cylinder on the cot and the fowler was unable to lower. There was patient involvement, however no adverse consequences were reported.